Event description:
On (B)(6) 2015, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) on two (2) different galileo echo instruments.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to connect to the customer's instrument at the site on (B)(4) 2015 to assess the test well images. No patient blood sample or customer site testing product was returned to the immucor laboratory for investigation. However, the immucor laboratory did test retention product on (B)(4) 2015 which performed as expected. An immucor field service engineer (fse) visited the customer site on (B)(4) 2015 when it was determine that the peri-pump dispense volume was low, which was subsequently adjusted by replacing the tubing. Additionally, the residual volume for the washer was determined by the fse to be too high. This residual volume parameter was adjusted to the proper volume by the fse.